Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusions occurred. Customer change the infusion set to address the issue. Customer reverted to an alternate method of insulin delivery. Customers blood glucose was 120-170 mg/dl